Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found flood in the pneumatic interface module tubing but blood was not found in the safety disk. The blood was related to a ruptured balloon. The stm replaced the pneumatic module assembly and muffler. The iabp passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event and generated a rapid gas loss alarm. There was no patient harm or adverse event reported.